Event description:
It was reported that the ilet¿s connector piece became stuck in the device and could not be removed or properly reattached during a full supply change, despite attempts to twist it counterclockwise and the use of pliers, leading to an inability to complete the connector exchange. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and continuation of therapy with backup methods until a replacement device is received. Investigation included troubleshooting with the patient and education on removal and shutdown procedures. Investigation of this case revealed that mechanical interference at the connector interface prevented normal removal and reconnection. It was concluded that a device component malfunction of the connector interface occurred, necessitating replacement of the ilet.